Event description:
It was reported that the rigid video laparoscope had a leaking issue. The issue was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light transmission failed, light guide cable failed light transmission test and distal fiber breakage. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the leaking was cause not determined and for light transmission failed, light guide cable failed light transmission test and distal fiber breakage was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.